Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was unable to deflate. The customer attempted with a syringe, and it did not drain. After that they used guide wire to pop the balloon and then they were able to remove it.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. It was unknown whether the product had caused the reported failure. Sample was evaluated and observed no abnormalities and catheter can be inflate and deflate without difficulties. However, full investigation could not be performed completely as sample was classified as poor sample condition and several tests could not been carried out. A potential root cause for this failure mode could be thin rubberized layer-non-deflator due to collapsed shaft under the sac. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon was unable to deflate. The customer attempted with a syringe, and it did not drain. After that they used guide wire to pop the balloon and then they were able to remove it.